Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps instrument stopped working while in use, tip was locked at an angle. It was removed out of patient and then the instrument was cut to be removed from the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken where it meets to proximal clevis at the distal end. A piece measuring proximately 0.295 - 0.474 was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. Additional observations not reported by site that are related to the primary failure: the instrument was found to have a broken grip cable at the distal end. Root cause of this failure is attributed to user. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have a dislodged proximal clevis. Root cause of this failure is attributed to is likely attributed to mishandling/misuse.